Manufacturer narrative:
Corrections to follow up #1: the date of the inratio inr result was originally reported an unspecified date but occurring prior to (B)(6) 2015. On (B)(6) 2015, the date of the inratio inr of 1.9 was reported as (B)(6) 2015.: device returned. Investigation/conclusion updated: the monitor associated with the complaint, which is listed as a concomitant medical device, was returned for investigation. The returned monitor met functional and thermistor testing requirements during investigation. The impedance curve associated with the customer's result was analyzed and concluded to be normal in shape and did not exhibit characteristics for weak slope change. The customer's complaint of discrepant low results was not confirmed during in-house testing. The retain strip testing on the returned meter met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. The root cause of the complaint is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.

Event description:
The caller alleged a discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 1.6, laboratory inr: 2.7. Therapeutic range: 2.0 - 2.5. The time between testing was within forty-five (45) minutes. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: as of, 04/30/2015, the product has not returned for evaluation. Since the product(s)associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. The root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time. If the device returns it will be evaluated and a follow up medwatch report will be submitted.

Manufacturer narrative:
The inratio inr and laboratory inr results referenced were reported under a separate medwatch manufacturer report number 2027969-2015-00217. Investigation pending.